Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that during the implant procedure, the lead insulation was noted to be -broken-. The lead was replaced.